Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2014-03632 03634 information provided by the patient's attorney, indicated the patient alleges the following issues: it was reported the patient experienced burning/heating at the scs ipg pocket site while charging and overstimulation. Additionally, a legal preservation notice identified the patient's scs system was explanted. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the additional reported issues prior to explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.